Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for eval and verified the reported problem. During testing of this handpiece, it exceeded MFR temperature specifications at the collet area related to a worn collet assembly. Further eval found the motor binding. This handpiece is due for preventative maintenance. The bur guard returned with this unit was tested and functioned to temperature specification. Further eval found the bearings and o-ring for this bur guard worn and the unit required preventative maintenance. The user facility reported following the manual instructions for preoperative device testing for overheating, monitoring devices for overheating during use, and performance of bur guard testing. The instruction manual for this handpiece warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept clean. Continually check all parts of the instrument or its attachments for overheating. If overheating is noted, discontinue use and return the equipment for service. Do not use. Overheating can cause serious injury to the pt or operating room personnel. The service interval for this handpiece is every 12 months. The service interval for the bur guards is every 6 months.

Event description:
The customer reported that during use of this drill in oral surgery, it got hot. The user felt the device get hot, discontinued use and obtained another handpiece to complete the surgery. There was no report of injury or surgical delay related to this event.